Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-04525, 04526, 04527. The pt rec'd four leads and two have the same lot number. It was reported the pt was experiencing a shocking sensation in her back area, which moved down her left leg. It was reported the issue was present since the implant of her ipg. It was reported the pt had met with the physician, and the pt was advised to leave the scs system turned off at the time. It was reported the physician suspected the issue was related to healing.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.